Manufacturer narrative:
Concomitant medical products: hydroxychloroquine sulfate, sotalol, doxycycline hyclate, zolpidem tartrate, omeprazole, allopurinol, citalopram hydrobromide, losartan potassium, vitamin d, amlodipine besylate, and aspirin. (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2007, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that computed tomography images dated (B)(6) 2015, revealed the patient had a distal type I endoleak and lack of device apposition on the distal right common iliac artery. There was no aneurysm enlargement. On (B)(6) 2016, the physician reintervened and implanted an additional gore® excluder® aaa endoprosthesis. The endoleak was resolved and the patient tolerated the procedure.